Event description:
It was reported that during passage of the iab through an introducer sheath, it could not be fully advanced. As a result of this, another type of sheath was placed and the iab was successfully placed. There were no pt complications.

Event description:
It was reported that during passage of the iab through an introducer sheath, it could not be fully advanced. As a result of this, another type of sheath was placed and the iab was successfully placed. There were no pt complications.